Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager may have aided with the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery. An attempt was made to pre-dilate the target lesion with the rx voyager; however, the balloon ruptured at 8 atmospheres. Further dilatation was performed with a new rx voyager, and the procedure was completed. There were no adverse patient effects reported. No additional information was provided.